Manufacturer narrative:
Physio-control further evaluated the removed power module and determined that the cause of the reported issue was due to an inoperative integrated circuit, designator ic1.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off while they were using it on a patient. They also reported that the device would not power on with ac power once the batteries were depleted. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the device's batteries were depleted and the device does not power on or charge the batteries using ac power. Physio replaced the device's power module. After proper device operation is observed through functional and performance testing, the device will be returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off while they were using it on a patient. They also reported that the device would not power on with ac power once the batteries were depleted. There were no reports of any adverse effects to the patient as a result of the reported issue.